Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 11 cm diameter thoracic aortic aneurysm approximately 30 months ago. The proximal aorta was 35 mm in diameter. The right and left access vessels were 10 mm in diameter. A vamc4238c150te and a vamf4040c150te were successfully implanted from the right side. At the routine one month follow-up, there were no issue with the stent graft and the maximum aneurysm diameter was 10 cm. At the routine three follow-up, there were no issues with the device. At the routine one year follow-up, there were no issues with the stent graft and the maximum aneurysm diameter was 10.3 cm. The patient expired on an unknown date. No additional information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).